Manufacturer narrative:
Investigation: the product will not be returned to maquet for investigation. Therefore, a device evaluation could not be performed. A lot history record review could not be performed as the lot number is unknown. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal wouldn't load properly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was discarded.